Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was some loss of capture due to alleged dislodgement on the left ventricular (lv) lead. The device was reprogrammed to address the loss of capture. The patient was in stable condition.